Event description:
The customer obtained an unexpected, discordant reactive vitros (B)(6) result from a single patient sample run on a vitros eciq immunodiagnostic system. Vitros (B)(6) result: 2.08s/c (reactive) vs expected 0.06s/c (negative) biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected reactive vitros (B)(6) result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected, discordant reactive vitros (B)(6) result was obtained from a single patient sample run on a vitros eciq immunodiagnostic system. A transient vitros eciq system malfunction or an unidentified interferent (nonspecific antibody) present in the sample cannot be ruled out as contributing factors to the event. The investigation determined that there was no evidence that the (B)(6) reagent malfunctioned.